Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via the log file review; however, the reported event of the controller failing to alarm was not confirmed. The periodic and event log files spanned approximately 12 day (02jun2022 to 13jun2022 per the timestamp). A backup battery fault alarm activated throughout the log file due to ebb end of service life. The alarm remained active for the remainder of the log file and did not affect the controller¿s ability to operate the pump at the set speed limit. The onset of the backup battery fault alarm cannot be determined due to the periodic log file capturing events at specific interval. No other notable alarm was observed. The hm3 system controller, serial (B)(4), was not returned for analysis. Additional information stated that the controller was exchanged and was disposed. A root cause of the backup battery fault was determined to be the backup battery being used passed its shelf life; however, a root cause of the failing to alarm was not determined through this analysis.. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. Heartmate 3 instructions for use (IFU) explains how to how to view the backup battery information on system monitor, including the manufacture date and the number of months until the backup battery needs to be replaced. Section 2 ¿system operations¿ under ¿system controller backup battery power¿ informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer submitted log files for evaluation concerning an emergency back-up battery (ebb) fault. Patient's controller and modular cable were replaced. Patient disconnected their driveline which caused the pump stop event. The patient's ebb expired in february but no advisory alarm was present. Ebb faults lasted from 02jun2022 to 13jun2022. The reported pump stop occurred on (B)(6) 2022 at 8:51:57 and lasted about 30 seconds. Motor function was restored when the driveline was reconnected. Log files indicated that the patient was sleeping on their battery power. Related MFR# (B)(4).